Event description:
It was reported that this right atrial lead exhibited high out of range pace impedance measurements attributed to a suspected conductor fracture. This lead was also noted to have exhibited loss of capture. This lead was then surgically abandoned. No additional adverse patient effects were reported.